Manufacturer narrative:
(B)(4) (B)(4).

Event description:
According to the reporter: procedure: gynecology. Incident: the tip broke off in pt and was removed. The instrument had not been applied anywhere near clips. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.